Event description:
The patient contacted animas on (B)(6) 2012 reporting a high blood glucose levels up to 25mmol/l with positive ketones, acidic breath, increased thirst and urination, and agitation. The patient indicated believing that the pump may not have been delivering insulin appropriately. Customer support walked the patient through reviewing the pump. The pump bolus history indicated that all boluses were delivered appropriately except one which was cancelled due to loss of communication with the meter remote; the patient indicated being aware of the issue and corrected appropriately. The total daily dose history showed that the basal and bolus numbers added up correctly. The pump history indicated that the pump was not suspended. The pump basal settings were reviewed and the patient confirmed the settings to be correct. This report is made based on the allegation that the patient experienced hyperglycemia related to the allegation that the pump may not have been delivering insulin appropriately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows a manual date change on (B)(4) 2012 at 14:21 to (B)(4) 2012 at 14:21. There were no errors or alarms associated with the complaint observed in the black box or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.